Event description:
It was reported that initially, the right ventricular (rv) lead was sensing small r-waves, and as such, the lead polarity was changed. Following this change, the device capture management was overestimating the rv thresholds, even though the lead tested within normal limits. The capture management was programmed to monitor only, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 4076 implantable pacing lead - unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.